Event description:
A customer reported blood glucose results of 64, 127, 264 and 320 with a lifescan meter, performed 10mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.